Manufacturer narrative:
The device has been returned and evaluated by product analysis on 17-nov-2017 with the following findings: during investigation, multiple no cartridge detected warnings were observed in the black box. A load step malfunction was not duplicated during investigation. Force calibration was passed within required specification. The pump was opened, and no defects were found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connect to the body and provides multiple reminders during the prime/rewind sequence. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the cartridge has been returned and evaluated by product analysis on 10/23/2017 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed and no damage or defects were noted. A fill and force test was performed with no failures observed. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.